Event description:
Olympus reviewed the article "quantification of interstitial cells of cajal and fibrosis during gastric per-oral endoscopic myotomy and its association with clinical outcomes." This was a prospective study of gastroparetic patients who underwent g-poem and intraprocedural pyloric muscle biopsies between (B)(6) 2022 and (B)(6) 2023. Type of adverse events/number of patients mucosotomy: 1 patient. This was adequately closed on the mucosal side with placement of two hemostatic clips.